Event description:
The recipient reportedly experienced persistent granulation tissue at the implant site. The recipient's granulation tissue was resolved with steroids, however, a few months later the granulation tissue recurred. The recipient's granulation tissue was again resolved with steroids. The recipient then developed a red lesion along with granulation tissue at the implant site. The recipient ceased device use. The recipient was treated with multiple antibiotics and steroids. The recipient underwent a wash out and the recipient's device was explanted.

Manufacturer narrative:
(B)(4). The recipient is reportedly healed. Advanced bionics considers the investigation into this reportable event as closed. Attempts to obtain additional information were unsuccessful. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted rework. This is the final report.